Manufacturer narrative:
The reported event of device found in backup mode was confirmed. Device was received in backup mode with battery level within the normal range. Analysis of device image indicated that backup occurred due to reset errors within the xena ic. Further testing was performed, and back up condition was reproduced. This malfunction is consistent with a xena ic cold temperature sensitivity. Abbott is continuing to monitor this issue. Devices longevity assessment was also performed and found to be within expected range.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was interrogated prior to procedure and was found to be backup operation. The device was not used. There was no patient involved